Event description:
I had essure implanted in (B)(6) 2016 and ever since then I've been seeing a rheumatologist for an autoimmune disorder. They are unable to verify which one it is but it mimics lupus. My labs show elevated inflammation markers. Ever since this was placed in I've had ongoing issues over the past seven years which include: hair loss, migraines, irregular periods, heavy periods, constant cramping even when I'm not menstruating, joint pain/swelling, rashes on legs/face/chest, lower back pain, depression/anxiety, chronic allergies/sinus infections. I just had labs done and an ultrasound because I thought maybe I had fibroids or was starting to go through menopause but everything came back normal and confirmed I am not in menopause stages.